Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 there was an out of range signal for 50 minutes. During that time, the patient experienced a hypoglycemic event. The patient's mother treated the patient with 4 dextrose tablets and half a cup of orange juice. At the time of contact with dexcom technical support, the patient's mother reported that the patient was still recovering from hypoglycemic event.